Event description:
I opened a package of bloom baby wipes and they were covered in black mold. I placed a complaint online since I purchased them on (B)(6). I also called the manufacturer us nonwovens and filed a complaint. No one has called back to get information from me to investigate. I still have the package with codes and product.